Event description:
International customer reported that the device had not absorbed and was extruding six weeks following implantation for closure of the fascia. The surgeon opined infection as the causal event. The patient was returned to surgery for device explant and repair.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.